Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports leakage in the connection of the y-branch and the straight part of the catheter. Air is being absorbed in the connection during aspiration and during instillation leakage occurs. No patient injury. Catheter needed to be removed an replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.